Manufacturer narrative:
(B)(4).

Event description:
On 07oct2019, an email was received from (B)(6) products with adverse incident report reference # (B)(4). A physician in (B)(6) reported a patient (pt) diagnosis of ¿corneal erosion¿ in the left eye (os) in (B)(6) 2019 while wearing an acuvue® oasys® brand contact lens (cl). At the end of (B)(6) 2019, the pt required hospitalization for 1 week with intravenous antibiotic treatment. The suspect cl was cultured at the hospital and revealed isolated ¿proteus mirabilis, enterobacter asburiae, pseudomona putida and fusarium solani.¿ pt¿s clinical history dated (B)(6) 2019: "currently, and given the discomfort that the patient continues to have, the possibility of superficial anterior lamellar keratoplasty is raised.¿ on 15oct2019, the reporting physician was contacted, and additional information was received. The pt presented to the emergency hospital on (B)(6) 2019 with ¿foreign body.¿ the pt was prescribed tobradex. On (B)(6) 2019, the pt was prescribed tobramicina. Only the os was affected. The pt was diagnosed at first with ¿foreign body,¿ and then ¿complications with bacterial, fungi infection.¿ the pt was treated with the following medications ¿along the process (including 1 week entering at hospital): voriconazol (in (B)(6)), vancomicina and cefalosporina, moxifloxacino.¿ on (B)(6) 2019, the pt was diagnosed with a corneal ulcer and referred to ¿superficial anterior lamellar keratoplasty.¿ the reporting physician was not the treating physician. No further information was provided. No additional information has been received. It is unknown if the suspect os cl is available for return and evaluation. The lot number is unknown. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 28feb2020 lot number l003g3x returned from the eye care provider indicated the following: six sealed blisters were received for lot # l003g3x. The six sealed lenses were measured and visual inspections were performed. All six lenses met company standards for base curve, center thickness and diameter. No visual attributes were observed on the six sealed lenses. The solution was also tested which revealed the ph and conductivity were within specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003g3x was produced under normal conditions. The lot number (n003gx4b9) originally provided was not a valid lot number. It is unknown if the product received was the product in question. No suspect lens was received for evaluation. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed. Section h ¿ 6: code 10 ¿ testing of actual/suspected device. Code 67 ¿ no problem detected.

Manufacturer narrative:
During a file review on 22apr2020, it was noted that an incorrect method code in section h-6 was submitted for MDR fu # 1 on 18mar2020. The method code # 10, ¿testing of actual / suspected device¿ in section h-6 was submitted in error. The method code in section h-6 has been corrected to # 11, ¿testing of device from same lot/batch retained by manufacturer¿. If any further relevant information is received, a supplemental report will be filed.